Event description:
Pt reports pump (sn (B)(4)) is making funny sound like the pump is scratching to pump. No other info is available. Did the product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Unk. If yes, was any medical intervention provided? Please explain. New pump sent to pt. Is the actual device available to be returned for investigation? Yes. Dose or amount: remodulin 171 ng/kg/min. Frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to present.